Event description:
During the procedure, the probe was not heating to temperature. The generator was reconnected and the probe was replaced but there was no resolution. The procedure was cancelled due to the issue.

Manufacturer narrative:
The reported temperature issue could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported temperature issue and subsequent procedure cancellation could not be conclusively determined.